Manufacturer narrative:
Product type: catheter, product ID: 8709sc, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 4.8 mg/day and bupivacaine 5mg/ml at 5.4 mg/day via an implanted pump for non-malignant pain and arachnoiditis. The event date was unable to be obtained. The pump was due for replacement and no symptoms reported by the patient. At the time of the replacement on (B)(6) 2016 buildup was discovered on the pump connector pin. The pump had accumulation at the connector site. The physician wanted it analyzed as to why it was present. There were no known environmental, external, patient factors that may have led to or contributed to the issue. No troubleshooting was done. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
The pump was returned and analysis found overinfusion (undetermined root cause). This pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). During repdwi1476 testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. The catheter was returned, and analysis found coring-tears-cuts in seal of the sc connector of the catheter (meets leak criteria per ndhf1162-113599). (B)(4).

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. No new or additional anomalies were found during destructive analysis of the pump. Conclusion code no longer applies. Code applies to the pump, and code applies to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.